Event description:
As reported by the fcs, during insertion of a commander delivery system and a 26mm sapien 3 ultra valve, resistance was noted, and advancement was stopped. The valve was unable to track through the 14fr esheath. The 14fr sheath with the delivery system remained inside the patient and the sheath was exchanged with a 16fr esheath. The delivery system and the crimped valve was successfully inserted through the 16fr esheath+. There was no reported injury to the patient. Per provided photo, there was damage to the valve. The devices were discarded at the hospital. Of note, prior to insertion of the 14fr esheath+, a pre-dilation was performed with a 16fr dilator and lubricant was used on the vessel. Per report, the patient had very poor access, lot of severe bulky calcium and tortuosity. It was felt that this event occurred as a correlation to the patient's anatomy.

Manufacturer narrative:
The investigation is ongoing. Device discarded at hospital.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, investigation conclusions) and h10 to reflect engineering investigation. The 26mm sapien ultra valve as not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and revealed that the patient's access vessels had presence of calcification and tortuosity. In addition, one strut appeared to be protruding through the sheath at the strain relief, indicative of being bent sideways. During manufacturing, all sapien 3 ultra assemblies undergo inspections and are conducted on 100% of the units. These inspections and tests during manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed no other complaints relating to the reported event. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage) is captured in a product risk assessment (pra). Although the pra captures IFU/training mitigations/controls specific to the esheath, the pra remains applicable for high push force events using the esheath+ device. The following guidelines and instructions provided to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials remain similar between the esheath and esheath+. No IFU or training deficiencies were identified. The complaint for frame damage was confirmed based on provided imagery. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'during insertion of a commander delivery system and a 26mm sapien 3 ultra valve, resistance was noted, and advancement was stopped to prevent any further issue. The valve was unable to track through the 14fr esheath.' Per training manual, 'insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion' and 'in expectation of high friction, use short movements and push delivery system closer to sheath hub.' In addition, per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Review of imaging revealed that patient's access vessels had presence of calcification and tortuosity. Calcification and tortuosity can create challenging pathway during delivery system advancement, leading to resistance. So, if excessive force was applied to overcome associated resistance (navigation difficulty), it could have caused the valve struts to interact with the sheath shaft, resulting in the bent strut. In this case, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined. A product risk assessment and corrective/preventive action has been identified for potential areas for s3u design/process improvement to mitigate against the failure. No labeling or IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.